Manufacturer narrative:
The customer was sent a replacement pump. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer reported to customer service on (B)(6) 2016, that she and her baby had thrush. She stated she had this for a couple of weeks. Both mom and baby are on nystatin and she will be picking up an oral script, slucanavole, for the baby.

Manufacturer narrative:
The customer emailed a medela clinician on (B)(6) 2016, she stated she is no longer experiencing thrush and is taking a daily probiotic. The device has been received but not evaluated.